Event description:
Patient reported skin irritation in the form of burning sensation, itching, rash, open sores, and rawness. The patient sought medical treatment and was treated with a prescription medication. The patient reported following proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.